Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to experiencing an elevated blood glucose (bg) level. Suspected cause of bg was due to the pump not delivering insulin. Although requested, the customer declined to provide additional information or perform troubleshooting with tandem technical support.